Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient¿s implantable cardioverter defibrillator relayed an episode of non-sustained right ventricular oversensing by oversensing a myopotential signal. No programming changes were made. The patient was stable throughout.